Event description:
The customer reported that one patient sample tested for lipase colorimetric assay (lipase) was accidentally sent to run on 2 different c501 analyzers. The sample had an erroneous result from this analyzer that was reported outside of the laboratory. The sample initially ran on a different c501 system, resulting as 292 u/l. The analyzer being reported on in this case also ran the sample and it resulted as 318 u/l accompanied by a data flag. The sample was auto- repeated on this analyzer at a decreased sample volume and resulted as 457 u/l. The 457 u/l value was reported outside of the laboratory. The sample was then repeated again on both analyzers. The repeat result from the other c501 analyzer was 294 u/l. The repeat result from this analyzer was asked for, but not provided by the customer and it was accompanied by a data flag. This analyzer then auto-repeated the sample at a decreased sample volume and it resulted as 444 u/l. The customer did not know which value was correct. The customer was asked, but did not know if the patient was adversely affected. No adverse events were alleged. The lipase reagent lot number was 68812001 with an expiration date of 08/31/2014. The customer tried running material used to test linearity at 300 u/l on both analyzers and the dilution results from this testing were questioned. The customer tried changing the saline diluent and tested the linearity material again with similar results. The field service representative could not determine a cause. He checked the gear pump and reagent and sample volumes. He ran a check test and a precision study; these had good results. The customer's quality controls were run and these were within the customer's specifications.

Manufacturer narrative:
It was determined that discrepant test results for lipase may be obtained between the undiluted sample and the automatic dilution of the rerun. This is limited to the upper part of the measuring range (>150 u/l). Due to a non-linearity in this range the diluted sample provides the correct higher lipase result. Test results in the medical decision range (13-60 u/l) are not affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.